Event description:
It was reported that approx. 114 months after the implantation, ventricular oversensing was reported. This lead was capped and a new lead was implanted. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The analysis of the provided trend data, recorded between september 25th, 2019 and may 21st, 2020, gained no further information. The analysis of the provided iegm recordings revealed artifacts in the rv and ff channel, which led to the reported oversensing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.